Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer informed ccc that prior to running the sample, they ran a daily cleaning procedure and quality controls (qc), which passed. The customer reran qc after running the sample, which failed. The customer repeated the qc using fresh qc material and performed calibrations but it failed again. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a service call. The cse replaced the sample syringe. The cse recalibrated the assay of another analyte and performed precision testing on twenty replicates of qc material, which passed. The cause of the discordant, falsely low prl result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed prolactin (prl) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s). The sample was repeated on an alternate instrument, resulting higher. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed prl result.